Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient developed an issue with their testicle on the right side where it was found to have infarcted. Urology performed an exploratory surgery and decided to remove the testicle. The cause of the infarct was the right hypogastric artery (contralateral side) was partially occluded. At the time of implant the stent graft was not occluding the hypogastric artery and eventually got occluded and likely led to the infarct. The patient did not have coagulation issues. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (genitourinary complications). Conclusion: known inherent risk of a procedure (genitourinary complications).